Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 20-mar-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported the peg feeding tube was removed using traction. Upon removal of the tube, the bumper was found to have fallen apart. The patient had complained about infection in the weeks prior to tube removal. Additional information received on 06-mar-2018 stated the infection was as follows: moderate growth of staphylococcus aureus (saur) and light growth of mixed anaerobes (mana). Additionally, the tube was removed via traction and it was noted there was disintegration of the bumper. The patient now has a mic-key button in use. Additional information received on 09-mar-2018 stated the infection was treated with antibiotics. No additional information was provided.

Manufacturer narrative:
One used, partial sample was returned for evaluation. The sample consisted of a bi-lumen tube connected to a bumper. The overall length of the sample was 10cm. No product code or lot number was found on the sample, however. The size of the tubing was measured at 18fr. The entire device was darkly discolored, and the bumper appeared deteriorated. The manufacturing process was reviewed, and there were no activities or tools that could have caused the damage described. The root cause for the reported incident could not be conclusively determined. All information reasonably known as of 20 jun 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.